Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery that a screw head broke off leaving the screw shaft inside the patient. No adverse patient consequences were reported. No other information has been provided.